Event description:
It was reported that a battery depletion (bd) alert was observed for this subcutaneous implantable cardioverter defibrillator (s-ICD). This patient had undergone an unrelated surgery in which a magnet was placed. Disk analysis was requested which noted this s-ICD was depleting normally. The bd error was the result of extended magnet application. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited a battery depletion error; however, the error was not representative of actual fast battery depletion and was unintended. Please refer to the description for more information regarding the specific circumstances of this event.